Manufacturer narrative:
Analysis of the lead, model 3889-28, found no anomalies. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a faulty lead that occurred during a procedure. The issue was noted as not resolved and no consumer was involved in the event. The lead was never implanted and was replaced. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.